Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No pt or staff injury was reported. This event could be a possible accidental radiation occurrence.

Event description:
The customer reported that the 7700 system displayed a high kilovolt error message. No pt injury was reported.